Event description:
Resident scheduled to be weighed. Licensed vocational nurse (lvn) and certified nursing assistant (cna), placed resident in sling crisscrossing on legs, placed sling on scale arms. Lowered the bed and raised resident off bed, feet still touching bed. Moved resident and to left side off bed to obtain accurate weight. They heard a snap, leg strap disconnected and resident fell to floor. Buttocks hitting floor first and then head hit the floor. Rn/rt called. The safety latch clip was missing from the sling bar. It is believed that because this was missing that it allowed for the sling to come loose from the sling arm.